Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with a device malfunction of a battery failed alarm. The customer reported a blood glucose value of 265 mg/dl. The customer reported hyperglycemia and was not treated. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-243a.troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. It was reported that no damage was reported on battery cap contacts or battery compartments. The customer continued to receive battery-failed alarms after inserting new batteries, restarting the pump, and using a replacement batt cap. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device would be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-243a.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. Pump successfully downloaded to thump. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified, pump alarmed failed battery test on (B)(6) 2024, 07:19:58.000 in pump downloaded history. These alerts are expected and occur, during normal pump operation. The electronic assembly, battery cap and battery tube were inspected. And no anomalies noted. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube and cracked keypad overlay. The p-cap/reservoir does lock properly. No failed battery test noted, during test and confirmed, the pump alarmed failed battery test on (B)(6) 2024, 07:19:58.000 in pump downloaded history. Pump passed, functional testing. Unable to confirm, alleged high bg's medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.